Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report site was trying to install endoscope on universal surgical manipulator (usm) 2 without success. Before calling technical support, they had tried replacing the drape without success. They had installed endoscope on usm 3 with no issues. Tse reviewed error logs and found several errors 282 & 22020. Tse stated one of sterile adapter's disk was not spinning upon sterile adapter attachment. Tse asked to remove the sterile drape to verify carriage disks and pogo pins, but also offered to continue with troubleshooting after procedure if surgeon would rather to continue with 3 arms now. Surgeon preferred to continue with 3 arms and call back later for troubleshooting. Site called back at the end of the surgery explaining that they had already rebooted the system and tried a different sterile adapter with no improvement. Tse checked error logs and they were clean after the system reboot. Tse guided cta to push the disk that was not moving to check if it was coming to its rest position, which it was. Tse asked cta to check the sanity of the pogo pins and he expressed that they looked the same as the rest of the universal surgical manipulators (usms). Tse guided cta to power the system down, remove all sterile adapter and check the initial test of both usm 2 and usm 3 for discrepancies, and site explained they looked exactly the same. Cta tried the sterile adapter in usm 3 and all disks were moving normally and the same on in usm 2 led to one of the disks not moving, although no error logs were occurring at that point. Tse explained that the usm would need to be serviced. The procedure was completed with no reported injury using 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was inspected, and no faults could be identified. The root cause for this failure can be attributed to a fault on the carriage rotors and gearboxes, and/or the presence pins, and/or the axes controller carriage logic (accl) printed circuit assembly (pca).

Event description:
Refer to h11 for follow-up information.